Manufacturer narrative:
(B)(4). Batch # p55226. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: were the staples malformed? The surgeon informed that he only noticed the staple leg opened up. Was the staple line incomplete? N/a. Does the surgeon feel the staple line opened due to patient factors as the tissue was thick? The surgeon mentioned that he did suspect it might be due to tissue thickness but there was no issue with staple line on specimen side.

Event description:
It was reported that after a laparoscopic anterior resection procedure, the surgeon used the device to transect the sigmoid colon. Tumor size was quite big and patient tissue thickness was thick as well. He mentioned that he struggled to close the handle of the device but managed to close it in the end. During the firing of the device, he experienced no difficulty. After specimen is removed, he cleaned the rectum with povidone and observed leakage. He noticed that the staple line had opened up but staple line on specimen remained intact. He used suture to close the leakage area manually and continued to create anastomoses with circular stapler with no issue. Patient is stable. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p55226 the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.